Event description:
Caller reported a malfunction on the pump, specifically marked as malf 12. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support to reset the pump, and after the reset, the malfunction did not recur. Customer was instructed to continue using the pump and advised to call back if the malfunction code reappeared.